Manufacturer narrative:
During use, it was reported that the 6x40mm 155cm saber rx balloon catheter ruptured under five atmospheres (5 atm). The saber balloon was replaced with another saber balloon catheter and a smart stent was inserted from the aorta and was implanted in the target lesion. There was no patient injury. The lesion was on both sides of the iliac artery, which is a chronic total occlusion (cto) case. There was no tortuosity and severe calcification. Two sheaths (6f) were inserted into the patient on each side and the guidewires crossed the lesions. Then, two saber balloons were delivered to the lesion, however, one of the saber rx balloons ruptured. The other saber balloon of the other lesion was inflated without any issue. There was no difficulty inflating the saber balloon during prep as the balloon inflated normally. There were no kinks or other damages noted prior to inserting the product the product into the patient. A competitor's inflator device was used which was successfully used with other devices. The product was removed intact (in one piece) from the patient. The balloon catheter has never been in an acute bend. The device was not returned for analysis. A device history record (DHR) review of lot 17565920 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (severe calcification) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
During use, it was reported that the saber balloon catheter ruptured under five atmosphere. There was no patient injury. The saber balloon was replaced with another saber balloon catheter and a smart stent was inserted from the aorta and was implanted in the target lesion. The lesion was the both side of the iliac artery which is a chronic total occlusion (cto) case, no tortuosity and severe calcification. The lesions were not calcified and not tortuous. Two sheaths (6f) were inserted into the patient on each side and the guidewires crossed the lesions. Then two saber balloons was delivered to the lesion, however, one of the saber balloon ruptured. The other saber balloon of the other lesion was inflated without any issue. There was no difficulty inflating the saber balloon during prep as the balloon inflated normally. There were no kinks or other damages noted prior to inserting the product the product into the patient. A competitor's inflator device was used which was successfully used with other devices. The product was removed intact (in one piece) from the patient. The balloon catheter has never been in an acute bend. The device was discarded and will not be returned.